Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had button required multiple presses, screen sometime hard to read and insulin would shoot out when priming and piston on insulin pump moves slower and seems like its not as smooth. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had changing batteries every 7 -10 days and rejected new batteries. The insulin pump will not be returned for analysis.